Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2009, that a stonetome stone removal device was used during a procedure. According to the complainant, during the procedure, the device could not be turned on. The procedure was successfully completed with a second stonetome stone removal device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.